Event description:
Caller tested 6.0 inr on the coaguchek xs system and went to the hospital. A comparison lab obtained less than 4 hours later returned as 3.1 inr. No medical treatment required. No adverse event reported. Requested return of suspect system however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.